Event description:
The facility stated that the surgeon implanted a qa2017v 3 piece silicone lens. The lens haptic broke during insertion into the eye. The lens was removed without enlarging incision. No pt injury. The injector model was not specified by the facility. The cartridge model qa cartridge fp was used, however lot numbers were not specified by the facility.